Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information. A prostar xl is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Without the product a physical examination could not be performed, which limited the scope of the investigation. Therefore, a conclusive cause for the reported difficulty in inserting the guide wire, which resulted in the use of a non-abbott guide wire and therapy/non-surgical treatment cannot be determined. No determination can be made as to the contributing factors to the reported discrepancy. Difficulty inserting the guide wire can be affected by numerous factors including, but not limited to manufacturing, patient anatomical condition and user technique. With respect to manufacturing, the tip guide wire is loaded into every device during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. The prostar instructions for use, directs the user is to hold the device at a 45 degree angle or less with respect to the longitudinal plane of the artery. Guide wire insertion may be effected if an angle greater than 45 degrees between the device and the longitudinal plane of the artery exists. A greater angle could possibly kink the device and prevent the guide wire from passing through. A review of the database for the reported lot did not reveal any nonconforming material records related to this lot. A query of the complaint handling database for this lot did not reveal any other incidents reported for difficulty passing a guide wire through.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure, during a preclose technique, of a common femoral artery was attempted using two prostar xl devices before a core valve procedure which used a sheath of unknown size. Reportedly, after the sutures were retrieved, the guide wire could not be re-introduced into the device in order to maintain access. The same experience occurred for the second prostar xl device. A non-abbott wire was used to re-wire the device. The sutures were delivered successfully and hemostasis was achieved by both the prostar xl devices. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the device. Though requested, additional information was not provided.